Manufacturer narrative:
This incident is being reported in an abundance of caution. There was no patient involvement regarding this issue. The cause of the bolt that holds the hanger bar to the boom breaking could not be determined. The lift was scheduled for a maintenance call on december 5, 2023 at which time the facility stated they would order the replacement components to repair the lift. A product return is not required at this time. It is unknown if the issue was due to a lack of maintenance, use error or a malfunction of the device. Should additional information become available, a supplemental record will be filed. The owner¿s manual for the rpl450 patient lift includes: inspect initially & monthly the bolts/hooks for the hanger bar for wear or damage. Check all hardware & the hanger bar supports. Regular cleaning will reveal loose or worn parts, enhance smooth operation, and extend the life expectancy of the lift. Follow the maintenance procedures described in this manual to keep your patient lift in continuous service. Detecting wear and damage it is important to inspect all stressed parts, such as slings, the hanger bar, and any pivot for slings for signs of cracking, fraying, deformation, or deterioration. Replace any defective parts immediately and ensure the lift is not used until repairs are made.

Event description:
A maintenance worker for the facility advised they were moving the rpl450-1 patient lift from one room to another with no one in the lift when the shoulder screw broke and the washer came off the boom.